Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed a false downstream occlusion alarm and unexpectedly turned off during patient infusion in the cardiovascular intensive care unit (cvicu). The pump was infusing bivalirudin gtt when the pump screen initially showed "downstream occlusion" then the screen automatically turned off. The pump was turned back on and showed more than half full battery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.